Event description:
During a clipping procedure, the physician used two cook instinct plus endoscopic clipping devices. It was reported that the clips fired without catching the tissue [premature deployment unknown position]. During the procedure the patient was not calm and moving a lot so the physician requested to close the clips many times to get the correct position and the clips ended up deploying without catching any tissue. After calming the patient with deep sedation by anesthesia the physician was able to place the clip perfectly. At the time of this report, our attempts to collect additional information regarding patient outcome have been unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted. Additional attempts to gather this information will be made.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of the pouch with the device inside was provided and the lot number matches that in the report. The distal end of the device cannot be seen. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided states that the patient was not calm during the procedure, suggesting the patient received inadequate sedation. The additional sedation provided was not due the to the clips malfunctioning, but to give adequate sedation. The information provided also states that the clip was opened and closed many times for correct positioning. The instructions for use include the following: "if clip is not in desired position, clip may be reopened and repositioned up to five times." The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed." IFU also contains the following precautions: "do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. Failure to keep endoscope as straight as possible when inserting device can result in difficult passage.¿ the instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report stated that the clips deployed without catching any tissue. Cws interpreted this event to be the clips prematurely deploying in the unknown position. Additional information was received on 17 jan 2025 stating that the clips were closed when they deployed. This has not historically caused or contributed to a serious injury or death so this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h11 for more details.